Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 117 mg/dl. Customer successfully resumed insulin delivery using the same supplies.